Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator.

Event description:
Information was received from a manufacturer representative via a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient has pain in their chest at the ins connection site. The patient felt like the ins may not have been implanted properly. No further complications were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.